Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts explained that they need to use sufficient quantity of sample in sample cup for analysis. The most probable cause of the reported event was an incorrect sample amount placed in cup by user.

Event description:
On (B)(6) 2015 the customer reported failed api with their aia-900 analyzer. Customer reported failed api third event for prog, test, and prolactin with ia-06. All results low. Prl 2.9 and mean 12.31, test 0.8 and range 7-10 prog result 0.8 and range 31-42. No analyzer flags or errors. Customer repeated api today and all results in graded range. This complaint was deemed to be reportable and classified as a level-2 event due to a potentially api discrepancy and to a potential delay in reporting of patient results for prog and prl. These are classified as category a assays as defined in delayed result reportability determination (10-qag-013-2).